Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 3 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 10 infusion set fell off events on 13-may-2024. The first infusion set was in use for less than 2 hours. No further information available.